Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation resulting in loss of benefit and non-user. The device was explanted on (B)(6) 2026 and it is unknown if there are plans to reimplant the patient as of the date of this report.